Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip installed on an mcs instrument broke inside of the patient. The fragment was retrieved during the same procedure. The mcs instrument was inspected prior to use and nothing unusual was noted. Also, the mcs tip was properly mounted and functioned normally when tested for movement prior to use. However, during the surgery, the mcs instrument was not moving properly and was then removed. At that point, the mcs tip had already separated and remained inside of the patient. The customer does not recall how long the instrument was in use, but it was not used for a long time. The surgeon recognized that the mcs tip had separated and remained inside of the patient. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment did not fall instead of the patient during an instrument tip collision. The mcs tip became dislodged during the instrument removal. It is unknown if the staff felt any resistance while moving the instrument through the cannula. The fragment was not found and was therefore not removed. The procedure was completed robotically. No additional surgical procedure was performed. An ultrasound, x-ray, and CT scans were performed. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It is unknown if the mcs instrument or the mcs tip will be returned for our analysis. There are no photographic images of the device or video recordings of the procedure available for outside review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs instrument or mcs tip for failure analysis evlauation. Note: this MDR is being submitted to report the improper movement of the mcs instrument. Refer to MDR with MFR. Report #2955842-2025-17441 for MDR submission of the mcs tip falling inside the patient.